Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that their device hadn¿t worked for two years. The caller indicated that they had no further information. Technical services reviewed the device was a 9 year system. No symptoms were reported.